Manufacturer narrative:
The insulin pump passed the self test with no alarms. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed a program safety alarm, indicating that the device experienced a software error, and then began counting down. The blood glucose reading was 85 mg/dl. The customer stated that the insulin pump had alarmed when she had just woken up to test her blood glucose levels. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.